Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump history was not recording boluses properly. A review of the bolus history showed no boluses were delivered on (B)(6) 2013 when the patient reportedly did deliver a bolus that day. The patient reportedly experienced elevated blood glucose (bg) readings but there were no bg values reported and no reported signs or symptoms of hyperglycemia and does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump powered on with vibratory and audible features. A review of the pump history showed only typical usage alarms and warnings in the black box and alarm history. During testing, a 1.0 units/hour basal program was run for 24 hours and the pump delivered properly with no changes observed. The pump successfully performed a normal 10u bolus and a 10u audio bolus and both were accurately recorded in the pump history. There were no hypersensitive keys observed. The issue of boluses not recording correctly was not able to be duplicated during the investigation.